Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 70 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had cracked display window corner and scratched lcd window.